Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ cloudy observed in the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported a left side implant capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a left side implant capsular contracture as baker grade iii/IV and a right- side implant exchange with no complaint against the device. Device remains implanted.

Event description:
Healthcare professional reported a left side implant capsular contracture as baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: device patch with lot number 3233726. Capsular contracture: unable to observe as it is a medical event that is not related to the device.